Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the error message issue. There was no error on the monitor. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor was showing a speaker malfunction message. It is unknown if the device was able to product an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.